Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting the implant might be at an angle. They were redirected to the hcp to assess the pocket further. Normal recharge time for empty to full if the patient were to have 8 coupling boxes was reviewed. The patient was encouraged to still try and charge so that they do not go into overdischarge before seeing an hcp to assess the pocket.

Manufacturer narrative:
Date of event: date is estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for about a week now, they would charge their implantable neurostimulator (ins) and the implantable neurostimulator recharger (insr) will initially show 6-8 shaded coupling boxes. Then, all of a sudden, drop to zero coupling boxes shaded. They saw implantable neurostimulator (ins) low screen and they were advised to charge. The patient was getting 6 boxes shaded and will continue to charge. No patient symptoms were reported. A replacement recharger antenna was sent. Additional information received from the consumer on 2020-jun-23 reporting they had been charging the implant for almost two hours it still said low. Charging expectations were reviewed with the consumer. Additional information received from the consumer on 2020-jul-02 reporting they were sent a new recharger antenna which initially gave them full coupling boxes, but now they weren¿t getting any coupling boxes filled in again which started about two days ago. The consumer was able to charge the implant to 50%, but had been unable to charge past that, with the implant now being at 25%. During the call the consumer started a charge session but didn¿t get any coupling boxes. The consumer did mention they fell a few times. The consumer was redirected to their healthcare provider (hcp) to look at the implant. Additional information was received from the consumer on 2020-jul-27 reporting that the ins low screen has not yet resolved and troubleshooting the problem.